Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 19-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a consumer regarding a patient receiving baclofen 600mcg/ml at 28.5mcg/day, morphine 25mg/ml at 1.2mg/day, clonidine 250mcg/ml at 12mcg/day and fentanyl 500mcg/ml at 24mcg/day via an implantable pump. It was reported that the patient reports she never felt her pain pump was working to effectively alleviate her pain. Unable to provide any further details or dates. Intra-op during eri (elective replacement indicator) pump replacement, the physician was unable to aspirate csf (cerebral spinal fluid) from the catheter, which was then observed to be out of the intrathecal space. Upon opening the pump pocket, the physician also observed the catheter laying over the refill reservoir port. Unknown if any issue, replaced entire catheter. It was noted that the managing physician was aware of the catheter issue as he did a dye study about a month ago and referred the patient to the surgeon. The cause of the event was undetermined. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.